Event description:
Philips received information from the customer that they were experiencing uncommanded vertical table motion errors. The fse reported that the table, intermittently, continues vertical motion (both directions), for approximately 12.5 cm. After the button is released and then opens e-stop. There was no report of harm to a patient or operator as a result of the reported event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).